Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2006. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second attorney was reported with this event; contact information is as follows: (B)(6).

Event description:
Additional information received from the complainant on july 28, 2014 noted that the patient experienced serious bodily injuries including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding.